Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage the conductor wire(s). The instrument was sent to engineering for further analysis on and initial findings confirmed. The instrument passes energy recognition, however fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib boa pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the fenestrated bipolar forceps (fbf) lost bipolar cauterization functionality. Immediately, the bipolar cable was replaced to check the possibility of poor contact, but the problem persisted and it is not receiving commands and continues to remain inoperative. At that moment, the fbf were removed from the patient's cavity, and it was found that the instrument was in perfect condition, without any breakage. The forceps were then replaced with another, allowing the procedure to be completed successfully, without complications. The procedure was completed with no reported injury.